Manufacturer narrative:
The device was returned for evaluation. Analysis was performed by bench repair personnel which included efforts to reproduce the reported issue. The bench technician confirmed the device did not produce sound. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker. The issue was resolved by replacing the speaker and the device was returned to the customer.

Event description:
It was reported the device display a speaker malfunction error message. Biomed stated the device does not have sound, or the sound is extremely low. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24-sept-2016; therefore, no UDI is required. Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.